Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 217 mg/dl. The customer¿s other blood glucose was 131 mg/dl and 111 mg/dl and 400 mg/dl. The customer was treated with fluid bags,needles. Customer stated that they were hospitalized due to infusion set causing occlusion issue. Customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.